Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and was used to grasp the leaflets. The clip was able to successfully be placed, but the clip opened during the established final arm angle (efaa). Troubleshooting was performed unsuccessfully and the clip continued to open. The clip was removed from the patient and a replacement mitraclip was selected and implanted successfully. The final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.